Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's ear sensor was not working. Patient harm, involvement or delay of therapy was unknown.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated, and the cause of the issue was found to be a faulty main printed circuit board (pcb). The pcb was replaced, and the pump recalibrated to fix the issue.